Event description:
In 05, pt undergoing laparoscopic r radical nephrectomy. During the procedure, the stapler failed to apply staples prior to transecting the renal artery and vein. Converted to open. Vascular surgeon came to assist. There was an opening in the vena cava, possibly due to inadequate stapling with a facility stapling mechanism. The vena cava contained an area devord of any staples leading the apparent site of bleeding.